Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopy, acromioplasty / rotator cuff repair procedure on (B)(6) 2020, it was observed that the electrode device became clogged that it no longer sucked. Another like device was used to complete the procedure with a five minute delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that the beginning of the procedure, the devices become clogged and no longer sucks, which can cause the overheating because the electrode no longer works in water, because of the bubbles air that collects in the joint. The device complaint was received and evaluated in juarez laboratory. The electrode was returned with other complaint device (B)(4). It was not possible to identify which electrode correspond to each complaint. The first electrode was inspected; as a result, saline residues were found in the suction tube, sings of activation and residues can be observed in the tip. For the second electrode showed saline residues in the suction tube and sign of activation in the tip. No anomalies were found in the cable, pins and cord. The customer had returned the device without cut cable and no information available regarding the cable received. The electrodes were sent to supplier for further evaluation due to the failure reported is related to suction. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device was not returned in the original packaging. There is tissue debris visible in the tip suction port; also, the suction tubes show signs of saline residue. Finally, no visible damage on shaft, handle and cable. During the functional test, the flow rate was failed. A thin gauge wire was passed up the suction path to locate the blockage. The flow restriction was found to be caused by a buildup of tissue debris in the suction path at the distal end of the device. A DHR review has been performed for the complaint device lot number u2006083; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and ra review no correction action has been implemented. From our investigation we were able to confirm the customer report that the electrode suction did not function with the returned device. The device was found to fail flow specifications due to tissue debris within the suction path at the distal end of the device which could not be removed during the investigation. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (u2006083), and no non-conformances were identified. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.